Manufacturer narrative:
The lal remains implanted in the patient's eye. Despite multiple attempts to collect additional information regarding the case and the serial number of the lal in question, the site/physician did not provide any additional information. Therefore, a review of the device history record was not possible. A colleague of the primary treating physician did tell rxsight representative that the patient is "doing well". Manufacturer reference #: (B)(4).

Manufacturer narrative:
The lal remains implanted in the patient's eye. Rxsight is currently following up with the treating physician to obtain the device identifying information (i.e., lal serial number). Once device identifying information is obtained, a review of the device history record will be conducted to identify any discrepancies or unusual findings that may be related to the incident being reported. Rxsight is currently following up with the treating physician to identify any factors that may have contributed to the incident being reported and to investigate root cause. Manufacturer reference #: (B)(4).

Event description:
A physician reported that during the implant surgery on (B)(6) 2023 for a light adjustable lens (lal), a capsular bag tear occurred. The physician was able to place the lal in the sulcus without further complications. Rxsight's first awareness of the event was on 10/25/2023.